Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported that spacer handle had a broken tip upon opening of package. This was discovered while assembling the kit away from facility. No patient involvement was reported. This is report 1 of 1 for complaint (B)(4).